Manufacturer narrative:
Correction: block h6 (imdrf device code) has been corrected. Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Block h11: investigation results the returned alliance ii inflation syringe was analyzed, and a visual inspection found no damages with the device. A functional inspection was performed, the syringe was connected to an alliance inflation system, the syringe was filled with water and pressurized to 10 atm; however, it was not able to hold the pressure due to it was leaking at the y-connector section. Microscopic inspection found evidence of leak. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes that the reported event of gauge reading inaccuracy was not confirmed. The syringe was connected to an alliance inflation system, the syringe was filled, and pressure gauge needle was increasing. On the other hand, the device leak is likely to have occurred due to the manner in the device was handled and manipulated may have caused the reported and encountered problem. Excessive manipulation of the device without enough care could have induced the defect found. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used in the esophagus during an upper endoscopy dilation procedure to treat a stricture performed on (B)(6) 2025. During the procedure, the lead technician started to dilate to the first size. The gauge did not move, and the syringe leaked. The procedure was completed with another alliance ii inflation syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction: block d4 (model number) has been corrected. Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Block h11: investigation results. The returned alliance ii inflation syringe was analyzed, and a visual inspection found no damages with the device. A functional inspection was performed, the syringe was connected to an alliance inflation system, the syringe was filled with water and pressurized to 10 atm; however, it was not able to hold the pressure due to it was leaking at the y-connector section. Microscopic inspection found evidence of leak. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes that the reported event of gauge reading inaccuracy was not confirmed. The syringe was connected to an alliance inflation system, the syringe was filled, and pressure gauge needle was increasing; however, it was not able to hold the pressure due to there was a leak near the y-connector section, and microscope inspection shows evidence of leak also. An investigation to address this problem has been completed. Therefore, the most probable root cause is manufacturing deficiency.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used in the esophagus during an upper endoscopy dilation procedure to treat a stricture performed on (B)(6) 2025. During the procedure, the lead technician started to dilate to the first size. The gauge did not move, and the syringe leaked. The procedure was completed with another alliance ii inflation syringe. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used in the esophagus during an upper endoscopy dilation procedure to treat a stricture performed on (B)(6) 2025. During the procedure, the lead technician started to dilate to the first size. The gauge did not move, and the syringe leaked. The procedure was completed with another alliance ii inflation syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a device leak in the esophagus. Imdrf device code a0902 captures the reportable event of gauge reading inaccurate.